Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history records (DHR)review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Pump is over 5 years old. Visual and functional testing were performed. The device was returned for analysis with the tamper seal on the plunger assembly removed/broken. The device is cracked on the right plunger case. A review of the event history log showed primary audible alarm post error and primary audible alarm background test in the log history. During functional testing power up and occlusion tests were performed. Unable to duplicate the primary audible alarm post or background during power up or occlusion test. The root cause was unable to be determined. Replaced the speaker for preventive measure and performed preventative maintenance and all functional testing which the device passed.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited a primary audible alarm background test and acu watchdog failure. No adverse effects were reported.